Event description:
A discordant advia 1650 sodium result was obtained on one patient sample and the result was reported to the physician. Upon retest on an alternate advia 1650 instrument, the corrected result was reported. There were no reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse checked all probe alignments to the wash stations and cuvettes, the dilution probe pipette, checked the clot detector, dilution in pump and dilution out pump for leakage. The fse rebuilt the dilution out pump and dilution probe wash pump and replaced the dilution in pump. The cause of the discordant sodium result is unknown. The instrument is performing within specifications and no further evaluation of the device is required.